Event description:
During preventive maintenance the field service engineer (fse) noted that the ventilator alarmed with pressure sensor failure occurrence. The fse reported there was no patient involvement.